Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 42 year-old female patient who had essure inserted (lot no. He01185). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain;"), genital haemorrhage ("abnormal bleeding"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure, to remove essure and revision surgery to remove the device). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Lot number: he01185 UDI: (B)(4) production date 2015-09-30 expiration date 2018-09-28. Quality-safety evaluation of ptc: for essure: unable to confirm complaint. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: event injury nos is replaced with device migration. New events , uterine perforation, complications including bladder, bowel, and urinary problems; pelvic pain female, abnormal bleeding, inability to tolerate the device, allergic or hypersensitivity reaction, device breakage during removal, dyspareunia, perforation of other organ, psychological issues were added. Essure removal date & surgery details are added. New reporters (lawyer) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Perforation of the uterus or other structure [uterine perforation]. Perforation of the uterus or other structure [perforation of organ]. Device breakage during removal [device breakage]. Device migration with associated complications including bladder, bowel, and urinary problems; [device migration]. Device migration with associated complications including bladder, bowel, and urinary problems; [bladder disorder]. Device migration with associated complications including bladder, bowel, and urinary problems [other disorders of intestine]. Device migration with associated complications including bladder, bowel, and urinary problems; [urinary tract disorder]. Pain, including chronic pain; [pelvic pain female]. Abnormal bleeding [genital bleeding]. Inability to tolerate the device [device intolerance]. Allergic or hypersensitivity reaction [allergic reaction]. Device breakage during removal [complication of device removal]. Dyspareunia [dyspareunia]. Psychological issues [psychological disorder]. Tiredness [tiredness]. Weight gain [weight gain]. Forgetfulness [forgetfulness]. Brain fog [brain fog]. Unplanned pregnancy [pregnancy with contraceptive device]. Device ineffective [device ineffective]. Case narrative: this spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 42 year-old female patient who had essure inserted (lot no. He01185) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal") and device ineffective ("device ineffective"). The patient had a medical history of , iron deficiency anaemia, parity 4, multi gravida, migraine, hypothyroidism, eczema and vaginal discharge. Previously administered products included: paracetamol and oral contraceptive nos. The patient had a family history of depression. Concurrent conditions were listed as pelvic pain female, sexually transmitted infection, intermenstrual bleeding, back pain, uterine prolapse, abdominal pain and hair loss. Concomitant products included levothyroxine (levothyroxine sodium) since (B)(6) 2015, ibuprofen, paracetamol and codeine (codeine phosphate). On (B)(6) 2017, the patient had essure inserted. In (B)(6) 2018 she experienced pregnancy with contraceptive device ("unplanned pregnancy").. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain;"), genital haemorrhage ("abnormal bleeding"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia"), mental disorder ("psychological issues"), fatigue ("tiredness"), memory impairment ("forgetfulness") and brain fog ("brain fog") and was found to have weight increased ("weight gain"). The patient was treated with surgery (laparoscopic total hysterectomy and bilateral salpingectomy, to remove essure and revision surgery to remove the device). Essure was removed on (B)(6) 2021 at the time of the report, the pregnancy with contraceptive device had resolved. The outcomes for uterine perforation, perforation, device breakage, device dislocation, bladder disorder, gastrointestinal disorder, urinary tract disorder, pelvic pain, genital haemorrhage, device intolerance, hypersensitivity, dyspareunia, mental disorder, fatigue, weight increased, memory impairment and brain fog were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first, second and third trimesters. The pregnancy outcome was reported as live single birth with no information on the child¿s health. The delivery occurred on an unknown date. The reporter considered bladder disorder, brain fog, device breakage, device dislocation, device intolerance, dyspareunia, fatigue, gastrointestinal disorder, genital haemorrhage, hypersensitivity, memory impairment, mental disorder, pelvic pain, perforation, pregnancy with contraceptive device, urinary tract disorder, uterine perforation and weight increased to be related to essure administration. The reporter commented: micro-insert trail lengths: right= 3; left= 3. Diagnostic results (normal ranges are provided in parenthesis if available): [haemoglobin] on (B)(6) 2009: 102. [Pathology test] on (B)(6) 2021: clinical details. Pelvic pain following essure insertion for sterilization. Specimen type: uterus, cervix and bilateral fallopian tubes. Macroscopy: . Attached right congested fallopian tube, including the fimbrial end, 60mm in length. No obvious essure coil is seen. Attached left congested fallopian tube, including the fimbrial end, 60mm in length. An essure coil is present within the proximal tube and corpus. The area around the os is ulcerated. Microscopy: fallopian tubes - within the mucosa of the fimbrial end of the right fallopian tube, there are a few foci of calcification associated with foreign body type multinucleate giant cells. The left fallopian tube is unremarkable. There is no evidence of stic or malignancy in either tube. Diagnosis: uterus, cervix and tubes - proliferative endometrium [pregnancy test urine] on (B)(6) 2017: negative; on (B)(6) 2019: negative; on (B)(6) 2021: negative [ultrasound pelvis] on (B)(6) 2015: normal delivery on (B)(6) 2015 light bleeding every day since, passed ¿tissue¿ approximately 4cm long with some abdominal pain recently. Report: anteverted uterus is unremarkable with no. Leiomyomas. Endometrium is smooth and thin with no. Evidence of retained tissues of conception. Normal ovaries. No pelvic collection or free fluid; on (B)(6) 2020: clinical history : lower abdominal pain, cramping. Heavy, erratic bleeding for >1y now. Bloods all normal patient info: back pain. Lmp 26 days ago. Av (anteverted) uterus measures 93.9 x 39.6 x 45.9mm. Endometrial. Thickness 5.1mm. Right ovary measures 24.6 x. 11.0 x 23.3mm. Left ovary measures 13.0 x 16.4 x. 24.9mm. Both ovaries appear normal. No free fluid. In pelvis. Patient informs me that she is concerned that a "spring" from her sterilization has "come off". We are not able to see sterilization clips on ultrasound [ultrasound scan vagina] on (B)(6) 2017: anteverted uterus of normal shape and size. The endometrium is thin and regular in outline and echotexture. Both ovaries are normal. The essure insert on the left is appropriately sited and the interstitial component of the insert measures approximately 15mm. The right insert could not be visualized well enough on ta (transabdominal) or tv (transvaginal) scanning to assess properly. No adnexal masses, cysts or free fluid. We will go ahead and arrange hsg for essure assessment [x-ray] on (B)(6) 2020: clinical history : failed sterilization with clips, unable to see clips on uss. Advised to have x-ray to confirm if present. Essure sterilization coils are evident on both sides of the pelvis. The position to the fallopian tubes cannot be determined with this study. The right sided device lies quite lateral, projected over the right iliac bone with a vertical orientation batch no~he01185 production date 2015-09-30 expiration date 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 20-sep-2024: medical record received. New events extreme tiredness, weight gain, forgetfulness, pregnant with essure , device ineffective and brain fog were added. Medical history, concomitant drugs & lab data added. Essure insertion & removal date updated. Case comments: a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of uterine perforation ("perforation of the uterus or other structure"), perforation ("perforation of the uterus or other structure") and device breakage ("device breakage during removal") in a 42 year-old female patient who had essure inserted (lot no. He01185). Additional non-serious events are detailed below. Product or product use issues identified: complication of device removal ("device breakage during removal"). There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2017, the patient had essure inserted. Essure was removed on (B)(6) 2021. On unknown date she experienced uterine perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), device breakage (seriousness criterion medically important), device dislocation ("device migration with associated complications including bladder, bowel, and urinary problems;"), bladder disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), gastrointestinal disorder ("device migration with associated complications including bladder, bowel, and urinary problems"), urinary tract disorder ("device migration with associated complications including bladder, bowel, and urinary problems;"), pelvic pain ("pain, including chronic pain;"), genital haemorrhage ("abnormal bleeding"), device intolerance (" inability to tolerate the device"), hypersensitivity ("allergic or hypersensitivity reaction"), dyspareunia ("dyspareunia") and mental disorder ("psychological issues"). The patient was treated with surgery (to remove essure, to remove essure and revision surgery to remove the device). At the time of the report, the outcomes for these events were unknown. The reporter considered bladder disorder, device breakage, device dislocation, device intolerance, dyspareunia, gastrointestinal disorder, genital haemorrhage, hypersensitivity, mental disorder, pelvic pain, perforation, urinary tract disorder and uterine perforation to be related to essure administration. Batch no~he01185 production date 2015-09-30 expiration date 2018-09-28. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 06-apr-2024: quality safety evaluation of product technical complaint. 05-apr-2024: health authority reference number added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.